Manufacturer narrative:
The pcb00 device was received in a plastic bag. Visual inspection, using a microscope at 10x magnification, showed scarce ovd (ophthalmic viscoelastic) residues inside the cartridge. The plunger was observed loaded as required and engaged. The lens was observed stuck inside the cartridge at the cartridge tip and overridden by the push rod; therefore, the claim reported was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: ((B)(4). Implant date: if implanted, give date: na (not applicable) as it was indicated the lens was partially delivered into the eye and not fully implanted. Explant date: if explanted, give date: na (not applicable) as it was indicated the lens was partially delivered into the eye and not fully implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) could not be advanced. No patient injury reported. Additional communication received on 12/09/2015 via mail, verified the lens was partially inserted and removed and replaced within the same procedure with a new lens. It was also reported there was handling difficulty with the lens delivery system during insertion and the lens got stuck in the cartridge. There was no patient injury and the patient is good. No further information is available.